Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm volbella® xc in the lips, they had a "needle pop off". Patient contact was made. No injury occurred. The packaged needle was used and tightened by hand.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm volbella® xc in the lips, they had a "needle pop off." Patient contact was made. No injury occurred. The packaged needle was used and tightened by hand.

Manufacturer narrative:
Device evaluation: 1 empty syringe of 1.0 ml without cap, but with one needle attached, was received in an opened tray. No defect was observed.